Event description:
It was reported that the customer was hospitalized for hyperglycemia. It was indicated the customer had done many set changes at the hosp and it was noted that the pump was not functioning properly. The customer stated that the md believes the cause of the event was due to the pump. Additionally, it was conveyed that the md has requested the pump to be replaced. No further details.